Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering "more or less" insulin than needed. Blood glucose (bg) was low (value not provided) and high (400 mg/dl). The customer reported that a healthcare provider had made multiple changes to the pump's personal profile. The customer did not think the setting changes were not efficient/accurate. The customer did acknowledge there was no issue with the pump or supplies. The customer reverted to using manual injections for insulin therapy.